Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor fracture (overstress); (B) (4) full lead; distal conductor distorted; deformation/fracture in 5cm prox section of the inner coil. Extension problems.

Event description:
It was reported that during implantation of this lead, the helix got blocked and the lead had to be replaced by another one. Patient outcome: good. No complications were reported as a result of this event.